Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the hv lead impedance showed an increase on rv to can and svc to can. The ICD was explanted and replaced.